Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator received one inappropriate anti-tachycardia pacing and three inappropriate shocks due to what appears to atrial fibrillation with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.